Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used during a band ligation procedure performed on an unknown date. According to the complainant, during the procedure, the bands did not release. Reportedly, the device was then removed, and the procedure was completed with another speedband superview super 7¿ device. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.